Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop unable to cut. Block h11: the captiflex snares was not returned for analysis; therefore, product analysis could not be carried out. For this reason and due to the lack of evidence, it is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a captiflex - snares was used for screening in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the physician tried to cut the polyp cold and the snare was unable to cut cold. The procedure was completed. There were no patient complications reported as a result of this event.